Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) and crosstalk oversensing were noted on the device. Abbott technical support was contacted and the pptwos was suspected to be due to fusion. The device was reprogrammed to resolve the event. The patient was in stable condition.